Event description:
It was reported that during a da vinci-assisted surgical procedure that the integrated electrosurgical unit (iesu) or erbe monopolar energy coagulation function was not working, and there was an "activation has been interrupted due to an error c-34" message. The customer was not able to troubleshoot during the call. No known impact or patient consequence was reported. No additional information was provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe. .